Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post implant requiring the pocket to be reopened. Additionally, there was a lot of difficulty reported placing stylets (both soft and firm) past the coils. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.